Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned bearing identified one side of the bearing had fractured off as well as gouges indicating excessive wear of the device. Review of the medical records provided state that the patient underwent arthroscopy of the right knee under general anesthesia. Particles adhered to the back of the kneecap and grinding marks of the medial femoral component were found. There were pronounced scars in the infrapatellar and around the inlay, thinning, delamination, wear and missing medial ventral part of inlay (implant fracture). Cultures taken were negative for infection but were positive for synovitis. Further it was reported that patient underwent revision surgery. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Dob: (B)(6). Implant date: (B)(6) 2007. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s knee was revised approximately 12 years post implantation due to a fractured bearing. Attempts have been made and additional information on the reported event is unavailable.